Event description:
Reportedly, incoherent or wrong data were observed in the smartview remote monitoring website. The name (B)(6) was incorrectly displayed on different patients remote monitoring reports instead of the patient real name. In addition, the last communication date displayed on the remote monitoring report of an ICD was (B)(6) 2021, while the device was implanted only one month ago, on (B)(6) 2021.

Event description:
Reportedly, incoherent or wrong data were observed in the smartview remote monitoring website. The name ''giuseppe'' was incorrectly displayed on different patients remote monitoring reports instead of the patient real name. In addition, the last communication date displayed on the remote monitoring report of an ICD was 05 july 2021, while the device was implanted only one month ago, on (B)(6) 2021.

Manufacturer narrative:
Expertise files analysis confirmed that an unexpected patient name was displayed in the remote report of the pacemaker (model kora 250 dr, serial number (B)(6) transmitted on 28 december 2021. In-depth analysis revealed that the patient profile was created with the name ¿giuseppe¿ before being modified on 29 december 2021. Review of the expertise files associated to the defibrillator (model platinum vr 1210, serial number (B)(6) confirmed the reported behavior and revealed that the transmitted information is related to a quality control test that occurred during the manufacturing process (on 5 july 2021) that was not erased before home monitor delivery. It should be noted that when the home monitor is connected to the back-office, it sends automatically the last rf communication date. However, it should be noted that there is no impact on the patient remote monitoring. Based on available information, no issue is suspected on the devices.